Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete. E1 - initial reporter phone: (B)(6).

Event description:
The event involved a plum 360 and it was reported that the plump pump administered drugs incorrectly. It was programmed to run to a specific rate; however, when returning to the pump because it was indicating infusion is complete, it is noted that a volume still remains in the bag. It has occurred on 2 separate occasions. Nurse¿s first occasion was when they were flushing the line of channel a and administering carboplatin channel b 999ml/hr, 500ml. Both occasions occurred on the same pump. Fluid remained in the bag in both events. There was patient involvement but no patient harm. This report captures the second of two incidents.

Manufacturer narrative:
Customer complaint was not confirmed during investigation. Customer stated that pump was not delievering, however, during investigation it was. Device was tested using customer settings and was delievering. Full pvt was also completed and passed. Device logs were downloaded and reviwed and could not find any issues or confirmation determining complaint. Probable cause unkown. It was found through visual inspection that the fluid shield was damaged. Fluid shield was replaced and full pvt completed and passed. A review of 12 month service history was performed and no service was performed during that time.